Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that in the attempt to fix the crown to the abutment with the (iuniht) abutment screw; it fractured in two parts. The dentist was able to get the fractured parts out of patients mouth. An alternate abutment screw was placed to hold the dental crown.